Manufacturer narrative:
The investigation found that as part of the manufacturing process, "instructions for guidewire assembly", the plastic components of the guidewire are inspected for: particles embedded in molded or extruded components. Furthermore, a 100% visual inspection is performed to all wires to ensure that it meets the following conditions: free of kinks, bump free, are not frayed, are not stretched or exposed and the end or tip must be in the shape of a j. Additionally, the wire must meet these conditions: wire free of stains or discoloration, loose or embedded particles are not accepted in the wire, wire has the number of depth marks according to the plan. Finally, the wire (guidewire) is assembled to the tube by passing the end or tip that is straight through the straightener as shown in the drawing and is 100% inspected. Notwithstanding, the complaints incidence will continue to be monitored, and applicable actions will be taken as required.

Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the introducer, to consider the potential benefits in relation to the possible complications. The techniques for insertion and the occurrence of complications is well described in the literature. In this case, the patient required a new stick to insert a new guidewire. It is unknown if user or procedural factors may have contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use in a (B)(6) patient of this introducer, when inserting the sheath introducer into the patient through the internal jugular vein puncture, the guidewire was stuck at the tip of the needle and could not withdraw. The guidewire was pulled out together with the needle. A new guidewire was placed using a new insertion site. There was no allegation of patient injury. The device was not available for evaluation.